Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-04551. It was reported that the patient presented in clinic with the pacemaker exhibiting far r wave oversensing on the atrial lead channel. The device was reprogrammed. The patient was reported to be in stable condition throughout the event.